Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received.

Event description:
A pericardial effusion occurred. It was reported that versacross connect access solution for faradrive was selected for pulse field ablation (pfa) use. Patient underwent a de novo atrial fibrillation pulsed field ablation (pfa) procedure. During the case, pericardial effusion developed following transseptal access using versacross connect. The ice catheter (non-boston scientific) was used for the pre procedure look at the left ventricular lv; epicardial space which was negative for effusion. Ablation was performed on pulmonary veins and posterior wall. Act was 350-400 throughout the procedure. The system was moved to the right atrium and performed eps looking for rhythms. No other rhythms were found; the catheter were removed and final ice imaging demonstrated a pericardial effusion and the patient become hypotensive blood pressure 60/42. Pericardiocentesis was performed, protamine 70 was also given. The patient stabilized and was transferred to intensive care unit (ICU). Abbott report# (B)(4).